Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the patient was swimming in a pool and when getting out of the pool they realized that the keypad was coming off and there was water under the screen. The patient removed the battery and the pump would then not turn on at all. This report is being made based on the alleged power issue.

Manufacturer narrative:
(B)(4): moisture visible in display . Testing confirmed ump fails to power on. Unable to perform all steps due to no power to pump. Pump opened and moisture damage found on the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.